Event description:
It was reported that 17 trachs were not inflating symmetrically when tested. One of the issues was found while in use. The rest of the issues were found during pre-test. Customer does not remember which item/lot number was found while in use. No medical or surgical intervention was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4)., as a result of warning letter cms# 617147. No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. No problems or issues were identified during this device history record review. Seventeen (17) samples were received without their original packaging and with their certificate of safe handling. Air cuff symmetry test was performed to the units according to procedures. When the samples were inflated with air, the cuff inflated completely. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. No actions taken were performed since the complaint was not confirmed.